Event description:
It was reported by the patient that they felt "dizzy" and was told by their physician to have the device checked. Follow-up was conducted to obtain information on whether the episode was device related, but the attempts were unsuccessful. Records indicate the device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.